Event description:
The customer reported that the system displayed a monitor error during a procedure. No patient injury was reported.

Event description:
The customer stated a patient generated higher than expected results on the architect ca 125 ii assay. The initial result was 600 ng/ml. The sample was diluted and yielded the following results: 1000 ng/ml (1:2 and 1:10 dilutions) and 800 ng/ml (1:20 dilution). The sample was tested in a reference lab with a result of 8.0 ng/ml (method unknown). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A product deficiency was not identified. Architect ca 125 ii reagent lot 68652m100 is performing acceptably based on the review of complaint tracking and trending reports and the architect ca 125 ii reagent package insert. There were no additional issues identified requiring further investigation. The customer was referred to the architect ca 125 ii reagent package insert section that states: "warning: ca 125 assay values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the ca 125 assay used. If, in the course of monitoring a patient, the assay method used for determining serial ca 125 levels is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored." This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.